Event description:
A pt required defibrillation. The unit was successfully discharged three times. On the fourth discharge the operator alleges there was a spark and the unit displayed "monitor failure".